Event description:
Surgeon reports that patient presented with vomiting and bowel obstruction 24 hours after hernia surgery. The patient was returned to surgery for repair. The surgeon reports that the stay sutures tore through the device resulting in a recurrent hernia. The surgeon opines that the device was of an insufficient strength to withstand the large hernia.

Manufacturer narrative:
Date sent to the FDA: 09/28/2007. Recurrent hernia - conclusion: surgeon reports that the device was of an insufficient strength to withstand the large hernia.